Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. This resulted in the customer's blood glucose level exceeding 500 mg/dl. Customer resumed insulin delivery after receiving education from cts about the insulin reset process. Cts confirmed that pump would be replaced and instructed caller on returning the defective pump. Customer understood these instructions and planned to use multiple daily injections as backup therapy while waiting for the replacement.